Event description:
It was reported that the catheter had a blockage. The blockage was not confirmed but unable to aspirate from the (B)(4). No patient symptoms were reported. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported confirmation that the patient did not experience any symptoms due to the event. The issue with the catheter was reported as "none". Reporter stated that the patient was "doing fine". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), product typ catheter. (B)(4).